Event description:
Customer reportedly received a result of 576 mg/dl on the advantage system and 47 mg/dl on a professional's device within 10 minutes. Low blood glucose symptoms reported with these results, and customer was treated with oral glucose and a glucose IV. Test strips were stored outside of the container (per product labeling, it is advised to store test strips in original container with the cap on). Requested return of suspect device, however, customer has discarded the test strips; replacement was sent.